Event description:
Reporter stated that, in 2007, around 11:00 pm, patient was disoriented (not recognizing family members). Reporter tested patient's blood glucose, using the advantage system, and obtained a result of 174 mg/dl. Based on symptoms, reporter took patient to hospital. In route, patient was given orange juice. At 11:30 pm, patient's blood glucose measured 30 mg/dl on a hospital device. Reporter stated that patient was "given something to drink" and "juice to get her blood sugar up." No additional treatment was received. Patient was reportedly released a few hours later. Quality control testing had not been performed on the advantage system. The hypoglycemic event occurred in the patient's home.